Event description:
The account reported that the catheter ruptured near the distal tip during the second power injection of contrast. The pressure limit on the power injector was set to 800 psi. No pt harm or injury occurred as a result of this incident.